Manufacturer narrative:
This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a revision procedure of a non bsc cardiac resynchronization therapy defibrillator (crt-d) the physician identified high out of range shock lead measurements greater than 150 ohms on the right ventricular (rv) lead, which led to suspicion of coil calcification. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.